Manufacturer narrative:
This supplemental report is being submitted to provide the ID now covid-19 lot number.

Manufacturer narrative:
The supplemental report is being submitted to update the missing lot number m162291 for the prevoius reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000j/ lot m162291 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m162291. Test base part number 190-000j / lot m162291. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162291showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nipro sponge nasopharyngeal swab sample. The customer reported that the patient was administered the ID now covid-19 assay on (B)(6) 2021 and generated a positive at (11:29 am). The customer reported that pcr confirmation testing was performed and generated negative at 11:39 am. The customer reported that the patient was retested with another ID now covid-19 assay and obtained a negative at 12:01 pm with a new sample. The customer remeasured the sample that was positive in the 11:29 sample cartridge and obtained a second negative result at 12:16 pm. The customer reported that there was no serious; however, there was a delay for an unspecified treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number: 1221359-2021-03224, that addresses the conflicting result in this case.